Manufacturer narrative:
Quality safety evaluation received on 10-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and excessive bleeding (interpreted as genital haemorrhage). Plaintiff underwent a bilateral salpingectomy to remove essure coils. Both events are listed in the reference safety information for essure. Pelvic, back, abdominal and uncharacterized pain may occur with essure therapy. Also, abnormal genital bleeding and menses pattern changes may occur. Considering the information received for this case, the lack of alternative explanation and the events' nature, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, due to the required intervention. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 for permanent birth control. On (B)(6) 2012, she had an hsg (hysterosalpingogram) test done. After the procedure she experienced severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, pain during intercourse, and vaginal discharge which she reported to her healthcare provider. On (B)(6) 2016, she underwent a bilateral salpingectomy to remove the essure coils. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and excessive bleeding (interpreted as genital haemorrhage). Plaintiff underwent a bilateral salpingectomy to remove essure coils. Both events are listed in the reference safety information for essure. Pelvic, back, abdominal and uncharacterized pain may occur with essure therapy. Also, abnormal genital bleeding and menses pattern changes may occur. Considering the information received for this case, the lack of alternative explanation and the events' nature, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, due to the required intervention. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.